Event description:
For the 3rd time since dec, rptr has had a problem with the disetronic d-tron insulin pump. This time, none of the buttons want to work. It is programmed to give pt's basal rates (the insulin that pt gets every hr) but pt is unable to take any boluses to cover any food they eat or high sugar counts. This is not the first time rptr has had trouble with this pump. They are on the 3rd one in less than 9 mos.